Event description:
Complainant alleged that while attempting to defibrillate a patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The ECG data from the event was returned and evaluated. Evaluation found that the presented rhythm fell outside the limits for a shockable heart rhythm. The analysis consists of a nine second ECG sample that is then divided into three, three second segments. At least two of the three segments are required to be identified as shockable in order for the analysis program to have a result of shock advised. All three segments had a result of no matching condition. There are a few factors with this analysis that influenced the result. The first is a value calculated by the analysis program known as normalized amplitude (na). This is a measurement of waveform deflection from the isoelectric line. This value is represented as a percentage with non-shockable rhythms having a higher percentage value and shockable rhythms having lower values. The three segments had values of 61%, 65% and 58% respectively. These values are right on the edge of the limits the program is looking for to classify the rhythm as vf. With these values, other values calculated also need to match. One is qrs variability which is a measurement of the timing in which peaks are detected. The higher this value is, the more likely that the rhythm is shockable. With na values ranging from 58%-65%, the qrs value needs to be greater than 20%. In this case, the values calculated were 17%, 10% and 5%. The number of peaks detected within each three second segment exceeded the minimum requirement of greater than 13 with each segment having 15, 13, and 14 peaks detected. The rhythm also fell just outside of the requirements to be classified as vt. The one thing that influenced this is the rate. A minimum rate of 150 bpm needs to be calculated to have a result of vt. This analysis had an average rate of about 122 bpm.